Event description:
A customer reported experiencing a past low blood glucose event, with the lowest level being 40 mg/dl. The customer consumed carbohydrates as a treatment action, and it was recommended that they consult a healthcare professional to discuss factors affecting their blood glucose levels.